Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Additional information from the importer report: the patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR # 1018233-2012-01813.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior". Additional information from the importer report: (B)(6) 2012, avaulta anterior biosynthetic support system, catalog # 486010.(B)(6). Attorney.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4)(importer). (B)(4).

Event description:
Per additional information received, the patient has experienced heartburn, hypotension, soreness, extrusion, blood loss, right lower quadrant/pelvic/suprapubic/vaginal pain, tenderness, pelvic/vaginal discomfort (discomfort), bunching of mesh, abscess, adhesions, retained/submucosal mesh (foreign body in patient), bleeding, urgency, bladder spasms (muscle spasms), blood in urine (hematuria), leukocyte esterase in urine, mixed/stress/urge urinary incontinence, fecal incontinence, retained stitch, urine leakage with cough/valsalva, pelvic floor dysfunction, urinary urgency, bladder prolapse (prolapse), vaginal bulge, urinary tract infections (uti), back pain, dizzy spells, anxiety, "hypennobile" urethra, urinary frequency, nocturia, abdominal pain, exposure, sensation of ridge in vagina, dysuria elevated white blood cell count.